Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged due to the patient's twiddler's syndrome, and so was not functioning as intended. An x-ray confirmed that the lead had dislodged. The lead was removed and replaced and the patient was stable post-procedure.